Event description:
It was reported that during routine generator exchange. During pre-procedure fluoroscopy externalized conductors were noted on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition. Fluoroscopy.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion at 7.4 cm to 10.4, 12.5 cm to 13.7 cm, and 36.2 cm to 36.9 cm from the connector pin, breaching the outer insulation and exposing the outer coil. All other damages were sustained during the procedure.

Event description:
New information notes that the right ventricular (rv) lead was explanted and replaced. The patient was in stable condition.